Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's healthcare provider wants her to use a foley catheter but the patient does not want to. Patient stated she woke up this morning with a feeling like the voltage was going up and felt a jolting feeling when she inserts her catheter. Patient is wondering if this could be due to a device malfunction issue. Patient stated her issue is with excess leakage and she is on depends. Patient also has incision pain. Patient has already tried turning the therapy off and it did not resolve the issues. No further complications were reported.